Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. During the follow up, the implantable cardioverter defibrillator exhibited failure to interrogate. It also noted that the device exhibited premature battery depletion. No intervention was reported. The patient's condition was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported event information. Premature battery depletion was erroneously reported, and please retract (B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. The implantable cardioverter defibrillator could not be interrogated. At previous follow-up the device was successfully interrogated. No intervention was performed at this time. The patient was asymptomatic after the in-clinic check. At subsequent follow-up check, the device was successfully interrogated. There were no further issues with the interrogation. It was suspected that the previous issue with unable to interrogate was user error.